Event description:
It is reported that the devices (hip stem, femoral head, acetabular shell, and acetabular liner) were implanted in 2009, and that the patient was revised six months later, due to nonunion of the extended trochanteric osteotomy that was used in the original total hip arthroplasty procedure.

Manufacturer narrative:
No product was returned for evaluation. The information reported by the operating surgeon indicated that the revision surgery was not related to or caused by the zimmer devices. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.